Event description:
It was reported that complications were observed with the use of low-dose rhbmp-2 with autograft in the disc space. In this prospective review, pts underwent minimally invasive fusion surgery involving the insertion of percutaneous pedicle screws in the lumbosacral spine, together with interbody fusion. It is not known if this pt, who presented with severe l-4 radiculopathy a grade I degenerative spondylolisthesis, underwent a transforaminal lumbar interbody fusion (tlif) procedure or a posterior lumbar interbody fusion (plif). However, his lower limb pain resolved completely after surgery. However, when his radicular pain recurred, magnetic resonance imaging demonstrated a degree of interbody cage retropulsion into the foramen. Associated with this was a large inflammatory cyst, which was compressing the l4 nerve root. It could not be determined whether the recurrent pain occurred as a consequence of the cage or the cyst, although the cage did not seem to be causing significant root compromise. In the subsequent revision surgery, the cage was reinserted into the disc space and the cyst drained, with a resolution in radicular symptoms.

Manufacturer narrative:
(B)(4). Literature citation: mannion, et al. Promoting fusion in minimally invasive lumbar interbody stabilization with low-dose bone morphogenic protein-2 but what is the cost?. The spine journal 10. Neither the device nor imaging films were returned to the MFR for eval. A review of the device history records is not possible without additional device info. Therefore we are unable to determine the cause of the event.